Event description:
It was reported via repair work order that the head section cannot hold weight due to worn gear housing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.